Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported the symptom of chest pain and an invisalign product was being used.

Event description:
The patient reported the symptom of chest pain, loss of appetite, body ache, and coughing. The patient did not report requiring medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2021. The treating doctor reported that the potential root cause could have been an allergic reaction.